Event description:
Customer states that the device has the following message - "needs service' in monitor mode. No pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.